Event description:
It was reported that the patient was hospitalized after experiencing syncope, and hurting his head requiring stitches. It was noted that appropriate atp therapy accelerated the rhythm into ventricular fibrillation. The rhythm reduced spontaneously during capacitor charging. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).